Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 45-86 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and drank juice to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.